Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units batteries will not charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries will not charge. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10, a getinge field service engineer (fse) was dispatched to evaluate the unit and was able to reproduce the battery charging issue. The console was no longer in its base. The fse put the console back in its base and it's operational. The batteries are charging. All functional and safety checks been performed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.